Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was kinked. The following information was received by the initial reporter with the following verbatim it was reported by customer that a crimp in the filter extension set at final inspection prior to placing in the window. Crimp was located in tubing immediately after the fluid exists the filter. Filter set was replaced prior to dispensing.